Manufacturer narrative:
Concomitant: product ID 3487a, serial# (B)(4), implanted: 1998-(B)(6), explanted: 2001-(B)(6), product type lead, product ID 749851, serial# (B)(4), implanted: 1998-(B)(6), product type extension. Product ID 3487a, lot# l44728, implanted: 1998-(B)(6), explanted: 2001-(B)(6), product type lead. (B)(4).

Event description:
The patient had two broken leads that were replaced. The patient could not remember the event date. Additional information has been requested.